Event description:
New information indicated that lead fracture was noted on the rv lead.

Manufacturer narrative:
The reported event of lead fracture and noise was not confirmed. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information indicated that the right ventricular (rv) lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that the right ventricular (rv) was exhibiting over-sensing noise. No intervention was made at this time. There were no adverse health consequences, the patient was stable.